Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754 lot# serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient experienced jolting. It was noted when the implantable neurostimulator (ins) was initially put in the stimulation was really high. The patient turned down the stimulation. Health care professional thought that the receptors in the patient¿s brain were not functioning. Additional information has been requested.